Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that following a total thyroidectomy and central neck ln dissection, the patient experienced bilateral recurrent laryngeal nerve (rln) paresis in abducted position. During the procedure the nim confirmed intact bilateral rlns and vagus nerves; the rln¿s stimmed at 0.5ma. Possible mechanical trauma at the true vocal cords rather than neural injury was speculated. The surgeon stated that they did not perceive any issue with the tube intraoperatively; the issues related to the nim systems discrepancy and possibly related tracheal compromise were all detected post-operatively. Additional information was received from the hcp, stating that the nim reported false negatives given the extent of injury findings noted post-op; she was led to believe that the nerves were intact, when in fact they were not. "If the nim had detected unilateral nerve injury, a staged procedure would have been pursued and the patient would have avoided bilateral nerve injuries,¿ she said. The ¿bilateral nerve injuries led to significant coughing which then led to a tracheal tear. After weeks, the tracheal tear resolved, and the left vocal cord function has returned after months. The right vocal cord is still paralyzed, and the patient is scheduled to undergo laryngoplasty,¿ she added.